Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, the patient experienced severe pain. The patient rated the pain an eight out of ten. The physician found no perforation or any other issue that would cause the pain. The patient insisted on continuing the procedure. The patient was admitted to the hospital overnight due to the severity of the pain which did not cease post procedure. Overnight, the patient required IV pain medication. The next day the pain could be controlled with oral analgesia and nsaid's. The patient was discharged home. The patient was seen in the physician's office on (B)(6) 2011. The patient's pain was better and she was back to work. A urine sample showed no hematuria and vaginal discharge was as expected post ablation. The patient complained of some urgency and nocturia. An ultrasound scan showed some fluid in the cavity and a thin lower segment at the previous caesarean section scar of around 5mm was measured. The physician may perform a cystoscopy to assure the integrity of the bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A hysteroscopy was also done at the time of the endometrial ablation on (B)(6) 2011. The onset of the pain occured midway in the heating cycle. The pain occured during the treatment cycle at 87 degrees celsius. The burning and sharp pain occured in the right lower quadrant. The physician opined that inadequate pain prophylaxis possibly contributed to the event because the patient didn't take the oral medication until fifteen minutes prior to the appointment time and not one hour prior to the appointment time as instructed. The physician stated that he opines that thermal injury is likely the cause of the pain. The patient received IV dilaudid and toradol while in the hospital overnight. The patient was given percocet, ibuprofen, and uribel on discharge on (B)(6) 2011. The onset of urgency and nocturia was one week post op. The date of the ultrasound was done on (B)(6) 2011, same day as the in-office procedure. A hysteroscopy and cystoscopy was done on (B)(6) 2011 which showed normal post ablated endometrium with no evidence of perforation or mechanical injury to the bladder. The bladder showed increased vascularity near the trigone consistent with inflammation due to healing from indirect heat injury. No evidence of necrosis or non viable tissue. Currently the patient is without menses or abnormal bleeding and is satisfied with the results.